Manufacturer narrative:
The device history records were reviewed and no non-conformances were identified. We have requested that the surgeon provide additional patient information and that following the revision scheduled for (B)(6) 2014, he return the explanted components for evaluation. A supplemental report will be provided once further investigation information is available. Please note that the custom distal femur replacement implant is similar to the mets modular distal femur implant k121029.

Manufacturer narrative:
The explant was discarded, and is therefore not available for evaluation. A review of the patient's history identified that the device was implanted for 16 years, which is greater than the life expectancy of the device of ten years; the rebushing is therefore likely due to normal wear and tear.

Event description:
This is a supplemental report to 3004105610-2014-00055 ((B)(4)).

Event description:
On (B)(6) 2014 the company received an order from the surgeon for a custom replacement axel and bushes for the patient's "rebushing" revision scheduled for (B)(6) 2014. The patient's medical history includes diagnosis of a bone tumor in 1986. At that time, the patient received a stanmore implants custom distal femur replacement implant and then 12 years later in 1998, reportedly underwent a "rebushing" procedure.